Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a cyst under an ECG electrode. During a follow up, it was reported that the patient saw his doctor and was given antibiotics for the cyst. It was reported that the sore was healing.